Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at the emergency room due to an alert coming from their device. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance, which had been the trend for the last year without causing clinical implications. The patient was discharged with clinical follow up required. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.